Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and morphine via an implantable infusion pump. It was reported that the patient's pump was alarming and displaying the error code for an empty reservoir. It was noted that the patient was going in for a refill appointment today.